Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and healthcare provider regarding a patient implanted for non-malignant pain and chronic low back pain. It was reported that the physician feels that the patient¿s battery site looks to be infected. Thus, the patient is scheduled to have the device explanted on (B)(6) 2018. The device is planned to be replaced once the infection clears up. The return status of the device was unable to be determined. Contributing factors were unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the battery and extension were explanted. The leads were left intact with the intent to reconnect to another battery at a later date.